Event description:
(B)(4). Sunday (B)(6) 2016 I was cleaning the house, started bleeding like I never have before, went to the rest room to find that one of the coils had fallen out. Since then I've felt dizzy, sick, itchy, restless and had the worst headaches of my life.